Manufacturer narrative:
Analysis found that the epg's battery contacts were compressed. It was also found that the upper case was dented, the lower case was scratched, and the side bail covers were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned for calibration subsequently tested out of specification. There was no patient involvement.